Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing circuit was replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(6). Legal manufacturer: (B)(4).

Event description:
It was reported that during the pre-use checkout, the adjustable pressure limiting (apl) valve was found to be stuck which may result in the over-delivery of pressure. There was no report of patient involvement.